Event description:
It was reported that the device's shock button will intermittently not operate. This failure was found during testing. There was no patient use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.